Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery with multiple cartridges. The customer's blood glucose level was in 170-180 mg/dl range. Reportedly, customer continued using pump for insulin therapy.